Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was over 400 mg/dl. The customer was able to treat for their blood glucose. Troubleshooting found insulin was able to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer unable to verify if they had a bent cannula. The customer declined to return the product for analysis.